Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure, the field representative thought he was doing a commanded shock but inadvertently induced the patient into ventricular fibrillation (vf), which the arrhythmia terminated on its own. Boston scientific technical services (ts) discussed in a command mode, all shocks are delivered in a synchronous manner. The field representative noted that he was not on the correct screen for manual shocks. There were no adverse patient effects.